Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery, recurrent hernia repair surgery and resection of small bowel on (B)(6) 2019 during which the surgeon noted the small bowel fused to the previously placed mesh. A wide ellipse was required to remove the majority of the old mesh. The small bowel could not be removed from its adhesive process to the undersurface of the mass and as such small bowel resection with a side to side staple anastomosis was done. Debridement of the fascial edges with further removal of the mesh was accomplished but not all the mesh could be fully removed. It was reported that the patient experienced severe pain, dense adhesions, small bowel resection, nausea, bulging, inflammation, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/03/2021.

Manufacturer narrative:
Date sent to the FDA: 8/2/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.